Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent an ipg replacement procedure. The patient doing fine postoperatively. The explanted device will not be return per facility policy.